Manufacturer narrative:
Estimated date. UDI could not be reported because the part and lot numbers were not reported. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach, entanglement with other devices or anatomical conditions. The investigation determined the reported entrapment of the device and tip separation appear to be related to operational circumstances of the procedure. It is likely that manipulation during the retraction caused the tip of the wire to tangle with the previously implanted stent resulting in the reported tip separation. The treatment appears to be related to the operational context of the procedure as a coronary micro snare was used to retrieve the separated guide wire tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature: broken guidewire ¿ a tale of three casesna.

Event description:
It was reported through a case study identifying a procedure for an ostio proximal right renal artery. A renal guide catheter was taken to cannulate the ostium. Lesion was crossed by a balance middleweight (bmw) guide wire. Lesion was then dilated with a 3x10 and 4 x10 semicompliant balloon. Finally, it was stented with a 8x16 mm bare metal stent. But during wire withdrawal, it got entangled in one of the stent struts and the floppy part was separated from the wire shaft. There was timi iii flow. Coronary micro snare was taken and after several attempts, the broken floppy part was trapped into a snare loop. Finally, the wire was retrieved successfully. The patient remained asymptomatic in follow-up. No additional information was provided. Details are listed in the article, titled "broken guidewire ¿ a tale of three cases".